Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the mid to distal right coronary artery (rca). The lesion was calcified and had a 99% stenosis. The physician attempted to perform direct placement of the 3.00x32mm taxus express2 drug eluting stent delivery system (sds), but had difficulty crossing the lesion. The physician then "gave the sds a shake, but the sds was unable to cross the lesion." The physician retracted the sds through the guide catheter, and strong resistance was encountered at the tip of the guide catheter. The sds was removed through the guide catheter and it was noted that the proximal edge of the stent was lifted up. The procedure was successfully completed with another of the same size taxus stent. There were no patient complications reported and the patient condition is listed as good.